Event description:
It was reported to medtronic minimed that the customer experienced multiple sensor issues, including three sensor failures with ¿sensor updating/value not available¿ and ¿calibration not accepted¿ alerts lasting longer than three hours while using a minimed 780g system with a guardian 4 sensor. The event involved product(s) unomedical,mmt-1884,mmt-7040a,unk_reservoir. The customer also reported discrepancies between sensor glucose and blood glucose readings, with an sg value of 50 mg/dl and a bg value of 196 mg/dl, and reported both high and low glucose events associated with the sensor behavior as the difference between the values is out of acceptable range. The customer also reported minor bleeding at the insertion site without requiring medical treatment. The customer declined further troubleshooting. No further customer complications were reported. No product return was required unomedical,mmt-1884,mmt-7040a,unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.